Event description:
It was reported that while the catheter was being pulled back while inside the pt's body, the catheter got stuck with the guidewire. The catheter was instantly withdrawn with the guidewire as a unit with no problems. The detail of the lesion is unk. There was no physical damage to the catheter. There was no report of pt injury and adverse event.

Manufacturer narrative:
(B)(4). The complaint device was returned for eval. A guide wire movement test was performed and there were no obstructions within the monorail. A visual inspection of the device was performed and all parts were found to be present and intact. The catheter's rapid exchange port was torn. The guidewire was not returned for eval, so it is not possible to determine what caused the tear. The IFU caution for this device states: "never advance the distal tip of the imaging catheter near the very floppy end of the guidewire. This part of the guidewire will not adequately support the catheter. A catheter advanced to this portion may not follow the guidewire when it is retracted and cause the guidewire to buckle into a loop. If this occurs, remove the catheter assembly, guidewire and the guide catheter together. If the catheter is advanced too near the end of the guidewire, advance the guidewire while holding the imaging catheter steady. If this fails, withdraw the catheter and guidewire together." The physician followed the IFU and discontinued use of the device, with no impact to the pt. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. No further info is required.